Event description:
It was reported that the luer was found detached from the extension tubing.

Manufacturer narrative:
Without an eval of the device involved we are unable to determine the cause or factors that may have contributed to this event.